Manufacturer narrative:
The returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 112cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that advancing difficulties were encountered. The target lesion was located in the proximal segment of left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, stent deployment was performed. A 4.00mm x 20mm maverick balloon catheter was navigated to post-dilate the deployed stent, however it did not reach the stent site due to bends. The device was removed and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft separation.